Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had thermal damage to the pulley cover. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no thermal damage observed during visual inspection. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed in the instrument before it was used on this procedure and was reported as unknown whether there was any information about the thermal damage or the arcing during the surgery when the instrument was used on the last procedure. The procedure was completed robotically. There was no video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.